Manufacturer narrative:
Correction: the event term of chest pain - angina pectoris previously reported was corrected to atypical chest pain - non cardiac. (B)(4).

Manufacturer narrative:
Device is a combination device. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the patient developed atypical chest pain - non cardiac instead of chest pain - angina pectoris previously reported. The index lesion was 80% stenosed, not 90% as previously reported.

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced angina. The target lesion being treated was located in the mid left anterior descending. The 90% stenosed lesion was 3.25mm in diameter and 26mm long. The lesion was treated with direct stent placement and a 3.0x28mm taxus liberte stent. Post dilation was performed. Residual stenosis was 10%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2010, the patient developed angina pectoris and was hospitalized. The patient underwent a cardio enzyme test which was negative; no changes to the electrocardiogram and negative to an echocardiogram test. The event was considered resolved without residual effect. The patient was discharged 3 days later.